Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would not interrogate. It was indicated that the programmer would interrogate with a known good radiofrequency head cable. It was also indicated that the programmer failed a thermal test as a printed circuit board (pcb) was out of specification electrically. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.